Event description:
Device is displaying what appears to be lead noise on the rv channel. Able to reproduce in clinic without having patient move. Lead statistics are in range. Lead to be evaluated further. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.